Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex generated unexpected pulmonary artery sensor readings and decreased flow with spikes in motor current. The impella was removed and a clot was found at the impella outlet.

Manufacturer narrative:
No product was returned. The cause of the low pump flow was most likely biomaterial ingestion base on the data log review. The root cause of the thrombus was unable to be determined due to insufficient clinical details.